Manufacturer narrative:
Additional information was received that the patient was reportedly doing well post operatively.

Event description:
A report was received that patient had a discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg site was moved.

Event description:
A report was received that patient had a discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg site was moved.